Event description:
Additional information received notes that the right ventricular lead exhibited elevated thresholds. There were no patient consequences.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a partial lead measuring 44.7 / 49.1 cm (lead body insulation / inner coil and cables) was returned in one piece. During electrical testing a short was noted. Destructive analysis was performed, and visual examination found internal insulation abrasion breaching the ring electrode cable lumen under the right ventricular shock coil. The etfe cable coating of both ring electrode cables, inner coil lumen and ptfe liner of the inner coil were abraded in this location. The cause of the reported event was isolated to the abrasion of both ring electrode cables and the abrasion to the ptfe liner.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited an unspecified malfunction.